Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as surgical damage. As per the investigation procedure: were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported, "rupture". This record is for a left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.